Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer reported unspecified lower sensor scan readings and noted a diagonal downwards trend arrow, which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer initially self-treated with a cola drink. It was reported that the customer uses their adc device in combination with their insulin pump ("ypsopump/mylife camaps fx"). The customer experienced nausea, vomiting, and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who provided unspecified anti-nausea medication, unspecified fluids, and intravenous insulin (dose/type unspecified). In addition, a healthcare meter result of 532 mg/dl was also obtained. It was indicated that the customer self-treated with juice and sugar. There was no report of death or permanent injury associated with this event.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer reported unspecified lower sensor scan readings and noted a diagonal downwards trend arrow, which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer initially self-treated with a cola drink. It was reported that the customer uses their adc device in combination with their insulin pump ("ypsopump/mylife camaps fx"). The customer experienced nausea, vomiting, and a loss of consciousness. The customer had contact with a healthcare professional (hcp) who provided unspecified anti-nausea medication, unspecified fluids, and intravenous insulin (dose/type unspecified). In addition, a healthcare meter result of 532 mg/dl was also obtained. It was indicated that the customer self-treated with juice and sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf life studies, clinical studies and product monitoring and dose audits were performed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section b3 ( date of event ) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.